Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, the fse found that the host pc's bios battery was measured at 2.6 vdc (voltage in a direct current), which is below the recommended voltage level. This low voltage was causing the system drive to fail to start up. To resolve the issue, the fse replaced the cmos battery on the host pc, also reviewed and corrected bios settings, including updating the date and time on the host pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.